Event description:
Customer reports testing on the aviva system with a blood glucose result of 25 mg/dl; however, the device memory stored the result as 82 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.